Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. The analyst noted that critical ram parity errors occurred in addresses 25 8a on (B)(6) 2016 and 0f 4f on (B)(6) 2016. Por severity is low, so the device should be able to fully recover after reset. The patient was exposed to radiation therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced a power on reset (por) due to the patient's radiation therapy. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.